Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. Per the surgeon, the poly disassociated idiopathically. The patient reported no falls or trauma, etc. The surgeon's suspicion was a general failure of the mechanism holding the poly onto the adapter tray. The dissociated poly led to some metalosis and warranted a revision of the glenosphere, humeral tray, humeral liner, and the necessary screws. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 300-01-11, equinoxe humeral stem primary press fit 11mm, serial #: (B)(4). 320-01-42, equinoxe reverse 42mm glenosphere, serial#: (B)(4). 320-15-01, eq rev glenoid plate, serial#: (B)(4). 320-15-05, eq rev locking screw, serial#: (B)(4). 320-20-00, eq reverse torque defining screw kit, serial#: 6710650. 320-20-34, eq rev compress screw lck cap kit 4.5 x 34mm, serial#: (B)(4). 320-42-00, equinoxe reverse 42mm humeral liner +0, serial#: (B)(4). 531-20-00, shldr gps rvrs drill kit, serial#: (B)(4). 531-78-20, shoulder gps hex pins kit, serial#: (B)(4).

Manufacturer narrative:
H3: the revision reported may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation and images/radiographs were unable to be obtained.